Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information d1, d3 device manufacturer name, d4: model #, d4unique identifier (UDI) #, g4. Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "upstream occlusion" was not reproduced. A review of the event history log revealed "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor out of range and failed to calibrate. The ultrasonic sensor requires to replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.